Manufacturer narrative:
On (B)(6) 2021 customer returned insulin pump for an alleged buttons keypad are not responding menu continues to scroll and time clock advance. Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. No unexpected number scrolling during testing. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot, cracked reservoir tube lip. The test p-cap/reservoir does lock into place. After locked j2/lcd keypad connector in place. No anomalies was notice. Problem isolated j2/lcd keypad connector. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the up and down arrow buttons were not responding. Customer stated that the time clock was advance. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.